Event description:
It was reported that the patient presented to the emergency department with syncope, chest pain and dyspnea. The right atrial (ra) lead demonstrated undersensing. The patient was to be admitted, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was atrial undersensing noted during episodes and on the current electrogram (egm), including one isolated possible undersensed qrs complex. The patient was to be admitted to a hospital. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.